Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the heartmate 3 system controller bend relief was not confirmed. The heartmate iii system controller (serial #: (B)(6)) was not returned for analysis. A log file was submitted for review spanning approximately 2 days (15aug2021 ¿ 17aug2021 per timestamp). There were no other notable events in the log file related to the reported event. Pump operation was not affected. Additional information communicated on 18oct2021 indicated that the heartmate 3 system controller was replaced and will not be returning for analysis. The root cause of the reported event was unable to be determined in this analysis. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) , under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries, power module, mobile power unit, and universal batter charger, and how to switch between power sources. This section explains how to properly switch between power sources and states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Heartmate 3 patient handbook section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) section 2 "system operations" state that the backup battery is intended only for backup power during a power emergency. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-05152. It was reported that the patient experienced driveline power fault alarms. The pump running symbol was illuminated and there were no signs/symptoms of the pump not functioning as intended. Log file analysis captured a driveline power fault a on (B)(6) 2021 at 18:29. It was recommended to exchange the modular cable and system controller to resolve the issue. The site mentioned that the bend relief on the controller was bad, as well.